Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona articular surface fixed bearing, catalog # 42512400510, lot # 63150808; persona cemented femoral component, catalog # 42500006001, lot # 62754092. (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Not returned by patient.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to bone loss on the medial side of the tibial bone. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: reported event was confirmed by review of x-rays. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, osteolysis as a result of foreign-body reaction to wear debris is a known potential adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05844 a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.